Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Emdr section h6, codes c19, d15, d12 are updated to reflect the result of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent a frozen elephant trunk (fet) procedure for treating an aortic arch and descending aortic disease using a non-gore stent graft (j graft open stent graft, japan lifeline co., ltd.). The patient tolerated the procedure. On (B)(6) 2024, a reintervention was performed to treat a sine (stent graft-induced new entry) at the distal end of previously implanted non-gore stent graft, using gore® tag® conformable thoracic stent graft with active control system (ctag) and gore® dryseal flex introducer sheath (sheath). A 34mm×20mm ctag was deployed at descending aorta. Subsequently, another ctag of the same size was deployed proximally within the fet. At the end of the procedure, an angiography for the access vessels were performed. An intimal injury was observed at the sheath insertion site on the left leg. In addition, a retrograde dissection from terminal aorta toward the left renal artery was observed. The intimal injury was surgically repaired, and the retrograde dissection was left to be monitored. The procedure was completed. According to the physician, both intimal injury and retrograde dissection could have happened during the sheath advancement. It was reported that during the advancement of the second ctag, as its catheter shaft curved within the vessel, the sheath started to escape (move distally) from the patient. The physician then pushed the sheath forward to keep it inside the patient without using the dilator, which could have caused the damages to access vessels.